Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 "health effect - impact code" on the initial report. "2199 - no health consequences or impact" is being corrected to "2645 - no patient involvement" this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. However, it is likely that a leak caused by the scratch on switch 1 prevented proper reprocessing of the device therefore foreign material could not be removed. The events can be detected and prevented in accordance with the following IFU: the detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.